Event description:
It was reported that the external pulse generator (epg) had a cracked case, with fluid present behind the display glass, and was also unable to power on. It was noted that the cracked case allowed the fluid to enter inside. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) case was cracked but was unable to confirm the comment that fluid presence. The epg was able to power on without any issues. It was noted that the upper and lower case halves were broken and contaminated. The hanger was broken and main printed circuit board (pcb) was corroded. It was also noted that the liquid crystal display (lcd), display frame grommet and label were contaminated. Additionally, display frame screw, case screws and one pcb screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.